Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: a batch review was performed and did not reveal any issues related to the reported condition. The sample was received for evaluation. Visual inspection revealed a white particle inside the bag. The reported condition was confirmed. The root cause could not be determined. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
During product evaluation by the baxter manufacturing plant, it was identified that the eva bag for automix had an unknown white particle inside. There was no patient involvement. Additional information is not available.